Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. Observed sensor was not assembled. The sensor was found to be in sensor state 1(indicates the sensor was never activated). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving high glucose results from an abbott diabetes care device. This is a known issue for the serial number associated with this complaint, addressed by adc fa1004-2023 and a report is therefore being submitted. The impacted product associated with this complaint has not been distributed in the USA. Impacted product was distributed to canada, japan, saudi arabia, and united kingdom. Adc field action fa1004-2023 was issued only to impacted countries. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report. The report was filed in error as the reported sensor was not impacted. Please disregard all reports associated with 2954323-2023-08080. No further reports are required.

Event description:
A customer reported receiving high glucose results from an abbott diabetes care device. This is a known issue for the serial number associated with this complaint, addressed by adc fa1004-2023 and a report is therefore being submitted. The impacted product associated with this complaint has not been distributed in the USA. Impacted product was distributed to canada, japan, saudi arabia, and united kingdom. Adc field action fa1004-2023 was issued only to impacted countries. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time, a follow up will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving high glucose results from an abbott diabetes care device. This is a known issue for the serial number associated with this complaint, addressed by adc fa1004-2023 and a report is therefore being submitted. The impacted product associated with this complaint has not been distributed in the USA. Impacted product was distributed to canada, japan, saudi arabia, and united kingdom. Adc field action fa1004-2023 was issued only to impacted countries. There was no report of death, serious injury, or mistreatment associated with this event.